Manufacturer narrative:
The event is filed under internal karl storz complaint ID: (B)(4). The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission.

Event description:
It was reported that during the first thulium laser procedure the patient's bladder was perforated. This was confirmed with xray. Due to the position of the perforation, it was assumed that this was during the laser part of the procedure and going too deep with the laser.

Manufacturer narrative:
An incorrect address was provided in section g1 in the initial report. This supplemental report is to provide the correct contact information for this section. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
New investigation was provided that a technical report on the product from karl storz UK points out that the teeth are blunt and worn, which indicates frequent use.. Based on the information available and comparable case analyses, no product defect could be identified. The circumstances described by the customer ]in particular, insufficient bladder filling and insufficient intraoperative abdominal tension rather indicate incorrect use or unfavorable operating conditions. In addition, the instrument used is a burr, which cannot cause active perforation when used properly. Such injuries only occur if the surrounding tissue is not adequately protected or if the burr is inserted too deeply or in the direction of sensitive structures. In summary, taking into account the known course of the operation and the technical assessment, a technical defect of the morcellator is considered unlikely. The perforation that occurred is most likely due to intraoperative circumstances and/or an application error. Internal karl storz reference number: (B)(4).

Manufacturer narrative:
Since the morcellator in question was not sent in for technical examination, it was not possible to carry out a thorough analysis of the device. However, based on the description of the fault and the circumstances described during the procedure, a technical defect in the product is extremely unlikely. The information available indicates that an operating error is the most likely cause. In particular, insufficient bladder filling, which increases the risk of bladder injury during morcellation, and possible insertion of the instrument too deeply or in an uncontrolled manner, argue against a product-related cause. Furthermore, incorrect or incomplete reprocessing of the instrument cannot be ruled out. A proper functional check after reprocessing cas required in the instructions for use (IFU) would have detected potential functional limitations in advance. The surgeon's assumption that the perforation may have occurred during laser ablation also supports the assumption that the injury is not necessarily related to the morcellator. Overall, there are no indications of a product defect. The totality of the circumstances strongly suggests an application-related cause. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Adding awareness date for 9610617-2025-00177 supplemental #1, as it was submitted without the awareness date. The awareness date should be april 14, 2025. The event is filed under internal karl storz complaint ID: (B)(4).